Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to the patients concerns with the product and possible "ruptured implants". Device remains implanted.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to the patients concerns with the product and possible "ruptured implants". Healthcare professional confirmed implant was not ruptured upon removal, creases observed. Healthcare professional additionally reported damage during surgery "possible damage from surgical blade." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ use error: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed openings on the device ¿ crease/folding of implant: crease fold observed on the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported that device was found intact upon explant but creases were observed. Device has been explanted and replaced.